Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported, the display of the heart lung console did not function as expected. The temperatures were the only values displayed on the screen. An alternate device was employed for the procedure. The user reported, the surgical procedure was completed successfully. Since the event occurred prior to the onset of cardiopulmonary bypass, there were no adverse consequences to a patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not concluded.